Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal (ip) vancomycin injections (inj.) (500mg, frequency not reported), ip amikacin inj. (250mg once daily), and ip cefuroxime inj. (500mg in each bag, frequency not reported) for the event. At the time of this report, the patient was recovering from the event. Action taken with dianeal therapy was not reported. No additional information is available. This is report 2 of 3 involved in this event.